Manufacturer narrative:
The other relevant components include: product ID: 8709, lot# j11302r60, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving morphine 10mg/ml for a total dose of 3.5mg/day and bupivacaine 7.5mg/ml for a total dose of 2.6mg/dayvia an implantable pump for spinal pain. It was reported the patient had a non-working catheter. There was no environmental/external/patient factors that may have led or contributed to the event. The patient complained they did not feel they were getting the medication from their pump. The hcp aspirated the catheter a few weeks ago and was able to get flow, but it was not free flowing. The hcp decided to turn the patient's pump down, but the patient started exhibiting withdrawal symptoms. At the patient next appointment the hcp tried to aspirate the catheter, but could not get anything back so the hcp decided to replace the catheter. Actions/interventions included surgical intervention where the catheter was replaced on (B)(6) 2018 and will not returned as the customer discarded the catheter. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was ask ed, but unknown. The event date was 2018 (a few weeks ago). No further complications were reported/anticipated.